Manufacturer narrative:
The alleged false positive result cannot be confirmed. The investigation of the data provided did not reveal any hardware-related issue nor an indication of contamination on the allegedly false positive sample during processing on the cobas 6800. In addition, from the reagent investigation, no product problem related to the customer allegation was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 - 480t. The customer reported that the initial test sample was sars-cov-2 positive. The sample testing was not repeated and the sample material was not available for further investigation. No patient harm or injury is alleged. The patient herself reported the incident to the department of health & human services (FDA). An investigation was conducted to evaluate the customer¿s allegation and the log file analysis from the data provided did not show any hardware related issue. From the reagent investigation, no product problem related to the customer allegation was identified.